Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose chapter 4 / page 36: warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warnings: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 98 to 479 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. Upon inspection it was noticed that the pod had fallen off which caused the cannula to come out of the skin with a little bend in it. Hyperglycemia treated by patient with a correction bolus, activating new pod and water. The patient was able to smell insulin.